Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tube pop off occurred during use with a bd vacutainer® no additive (z) tubes. The following information was provided by the initial reporter, "it was reported that the caps are popping off. 4 of 14: date of event: (B)(6) 2019, I am reaching out to you to bring an ongoing issue to your attention. We have been consistently having issues with caps (recapped) staying on one of our vacutainer tubes (clear top used for urine chemistries). I am not sure if this issue has been discussed with you already. These blue caps that are used for recapping purposes come from our automation line vendor and usually work fine with all other vacutainers that come from bd but this particular one. At this point, we really need to see what our alternatives are. The caps popping everywhere from these urine chemistry tubes are causing downtimes for us and extra manual handling for our teams." 4 of 14 complaints.